Manufacturer narrative:
The biomedical engineer (bme) reported that a bed being monitored on the central nurse station (cns) was randomly switched to a bed from another department. Technical support (ts) advised checking whether the "change device" setting was toggled on. Before the bme could verify this, three additional instances were reported. The bme later confirmed that one cns did have the "change device" setting enabled and subsequently turned it off. However, the bme requested that the system logs be reviewed. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: 02/10/2026 emailed the bme for the information in the ni list above: no reply was received. Attempt # 2: 02/16/2026 emailed the customer via microsoft outlook for the information in the ni list above: the bme could only provide details from the first event. Additional device information: d10 concomitant medical device: the following device was used in conjunction with the cns: gz transmitter: model #: gz-130p. Serial #: (B)(6). Device manufacturer data: 05/28/2025. Unique identifier (UDI) #: (B)(4). Returned to nihon kohden: not returned.

Event description:
The biomedical engineer (bme) reported that a bed being monitored on the central nurse station (cns) was randomly switched to a bed from another department. No patient harm was reported.